Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbot regarding failed calibration for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated using a new reagent lot with a previously used calibrator. The customer recalibrated using a new lot of calibrator and the calibration failed. The customer's instrument history was reviewed and no issues were identified. The customer was sent a new lot of reagent and calibrator. Upon receipt of the new reagent and calibrator, the customer reported a successful recalibration. There was no impact to patient management reported by the customer.